Event description:
It was reported that a patient underwent a circumcision procedure on (B)(6) 2021 and suture was used. The needle kept popping off the suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pop off before use on patient or did needle pop off during use on patient? Please specify for each of the 3 sutures. How was the procedure completed? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Investigation summary: two opened samples of product code y432h were returned for analysis. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected in the five needles. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force meets the customer requirements. Eight packets of product code y432h were returned for analysis for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the eight packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. One empty opened foil, a paper lid, and an empty winding former were received. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2021-10604, mw # 2210968-2021-10605. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.